Event description:
The customer reported having cardioplegia bags leak near the bottom seam and using sterile gauze to wrap and clamp the bags, to prevent leakage onto the pump. The customer stated that no intervention was required to prevent injury during use, as the leaks were not severe enough to de-prime the bags. The procedures were successfully completed, and no adverse events or outcomes were reported. No additional info is available. The customer advised that the bags (at least 5 such bags) were not saved for eval. Related MFR reports#: 2248146-2013-00006; 2248146-2014-00451; 2248146-2014-00452; 2248146-2014-00454.

Manufacturer narrative:
The device was not returned to maquet for eval. However, due to a string of cardioplegia bags that were leaking near the bottom seam, an investigation involving the supplier had been initiated. The results from that investigation were summarized. Here are the findings and the corrective actions. The affected bags all show a tear at the filter weld, caused by the weld being too deep. When the filter weld is too deep, it results in leakage after further handling and usage. Production management has been informed regarding this issue to increase awareness. Based on the findings, the following actions have already been performed. The tooling for the filter weld has been completely replaced by new cnc-cut tooling. Further, the welding tables have been equipped with new welding plates. Finally, the depth settings have been amended from 1.00 - 1.30 mm to 1.10 - 1.45 mm, thus being less deep and less critical. Implementation has been proven to be successful. (B)(4).